Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter. Translated from (B)(6) to english: false positive issue on drawer b.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: "customer reported "false positives" on bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Field service engineer (fse) was dispatched and coupling on drawer b was replaced. The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product. Root cause is related to "worn coupling". CAPA (corrective and preventative action) exists to address this failure mode. Review of device history record for this instrument not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this failure." H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter. Translated from french to english: "false positive issue on drawer b."